Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (lowest of 32 mg/dl). Reportedly, the customer was unsure of the cause; however, the customer's healthcare provider was adjusting the basal and bolus settings of the pump. The customer attributed one occurrence to delivering too much insulin. Glucose tablets or juice was consumed to treat bg level.